Event description:
It was reported that "we were doing a revision case and 3 tulip heads popped off of the xia 3 screw heads. The surgeon was trying to remove them to put in larger screws."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.